Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 397 mg/dl and 187 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
It was reported by the surgery director that during the laparoscopic cholecystectomy, the device was fired for the first time. The device cut but did not staple. A second device was used. The case was converted to open and the patient had increase of blood loss. The patient will be transferred to the intensive care unit. Spoke with or contact, she indicated that the device was opened and fired without a cartridge. The device should have had a white reload in it; she has the packaging and the device for return. The device was fired and bleeding occurred immediately. The patient was then opened and the procedure was completed. The patient is currently doing fine.